Manufacturer narrative:
An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and no issue related to the report condition was observed. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. There was one used sample returned with this complaint. A brown inclusion is observed at the bottom of the barrel. The reported con dition is confirmed. The returned sample was tested for material identification. The evaluation of the returned sample showed that a brown inclusion is observed on the inside wall (outside fluid path) of the barrel. The analysis of the barrel printer¿s processes for the item demonstrates that under normal condition, they are a very low possibility that the inclusion come from the processes. As the returned sample testing result showed that the foreign material is some type of antiseptic alcohols which are used in some medications, and as the manufacturing site operations do not handle such substance the fact that the syringe was contaminated during the normal process in the manufacturing site is discarded. Based on the returned sample analysis the possibility that the syringe was contaminated during the user handling cannot be discarded. However, there are no evidences to demonstrate that the syringe was contaminated with medications during its usage by the customer. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, looking for visual defects, including contamination on syringe. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode, and the root cause analysis showed that the syringe was contaminated during the customer handling a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/05/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports red colored foreign material inside syringe.